Event description:
It was reported after nonspecific procedure the surgeon claims there is an increase in wound infection postoperatively when using pmw35 or prw35 skin staplers. He claims the staples do not hold the incision together well.